Event description:
It was reported by the patient¿s spouse that the patient was wearing a pod on the right side of the abdomen for approximately 24 to 36 hours. During wear, bruising, redness, and swelling were observed at the pod insertion site. The patient reportedly developed fever, and an abscess was later noted at the pod site. Per the patient¿s spouse, the patient¿s blood glucose level was reported to be greater than 300 mg/dl while wearing the pod. Due to elevated blood glucose, the patient reportedly removed the pod and administered insulin via injection. According to the patient¿s spouse, the patient sought medical attention on (B)(6) 2026 due to swelling, fever, and infection at the pod site. The visit was described as an outpatient visit. The initial diagnosis was swelling at the pod site, and during medical evaluation, the site was identified as having an abscess. The patient initially presented to an urgent care provider, where steroid injections and antibiotics were reportedly administered. The patient subsequently visited a primary care provider on (B)(6) 2026, who referred the patient to a surgeon. The surgeon later treated the abscess by draining fluid from the pod site. A follow-up visit was reportedly scheduled for on (B)(6) 2026. The patient was also reported to be taking over-the-counter acetaminophen (tylenol) for pain relief without a prescription. No additional information was provided regarding the duration of antibiotic therapy or any other treatments. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.